Event description:
It was reported that the arctic sun device was having flow problems and was failing a calibration. They had run the device in manual control. Flow rate read 0, but the inlet pressure (ip) was -5. Per additional information updated from ttm on 01oct2025, they were getting a low flow alarm (alarm 02) on s/n (B)(6). Therapy has been running approximately 12 hours. Flow 0lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 69 percentage. Pump hours were 79.5 and system hours were 484.7. Had nurse stop, empty pads and resume therapy. Flow remained at 0lpm. Removed the fluid delivery line (fdl) and the inlet pressure (ip) dropped to 0psi. Replaced the fluid delivery line (fdl). Flow was 0, inlet pressure (ip) was -7. Asked nurse to send device to biomed. They have another device they could change to. Described how to adjust the cooling duration to match where they are in therapy. Per wo notes, they discussed this was indicative of a failed flowmeter and discussed the circulation pump and the 2000 hour service and would discuss repair options with the management.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed flow meter. They had run the device in manual control. Flow rate read 0, but the inlet pressure (ip) was -5. Per additional information updated from ttm on 01oct2025, they were getting a low flow alarm (alarm 02) on s/n (B)(6). Therapy has been running approximately 12 hours. Flow 0lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 69 percentage. Pump hours were 79.5 and system hours were 484.7. Had nurse stop, empty pads and resume therapy. Flow remained at 0lpm. Removed the fluid delivery line (fdl) and the inlet pressure (ip) dropped to 0psi. Replaced the fluid delivery line (fdl). Flow was 0, inlet pressure (ip) was -7. Asked nurse to send device to biomed. They have another device they could change to. Described how to adjust the cooling duration to match where they are in therapy. Per wo notes, they discussed this was indicative of a failed flowmeter and discussed the circulation pump and the 2000 hour service and would discuss repair options with the management. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was having flow problems and was failing a calibration. They had run the device in manual control. Flow rate read 0, but the inlet pressure (ip) was -5. Per additional information updated from ttm on 01oct2025, they were getting a low flow alarm (alarm 02) on s/n: (B)(6). Therapy has been running approximately 12 hours. Flow 0lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 69 percentage. Pump hours were 79.5 and system hours were 484.7. Had nurse stop, empty pads and resume therapy. Flow remained at 0lpm. Removed the fluid delivery line (fdl) and the inlet pressure (ip) dropped to 0psi. Replaced the fluid delivery line (fdl). Flow was 0, inlet pressure (ip) was -7. Asked nurse to send device to biomed. They have another device they could change to. Described how to adjust the cooling duration to match where they are in therapy. Per wo notes, they discussed this was indicative of a failed flowmeter and discussed the circulation pump and the 2000-hour service and would discuss repair options with the management.